Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that she broke out in hives after using the 72r electrodes. This issue started about 2 weeks ago. The patient states that she changed electrodes every other day and did not rotate the position. The patient claims she has sensitive skin. She spoke with her doctor and he advised her to take benadryl. The customer service representative advised the patient to take a break in treatment until her skin is completely healed then conduct the time test with the 63b electrodes. The patient was also advised to rotate the position every day and to call back with any issues.

Event description:
It was reported by the patient that she broke out in hives after using the 72r electrodes. This issue started about 2 weeks ago. The patient states that she changed electrodes every other day and did not rotate the position. The patient claims she has sensitive skin. She spoke with her doctor and he advised her to take benadryl. The customer service representative advised the patient to take a break in treatment until her skin is completely healed then conduct the time test with the 63b electrodes. The patient was also advised to rotate the position every day and to call back with any issues.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.